Event description:
It was reported that during a total knee arthroplasty surgery, the blade broke at the mount. It was further reported that there were no adverse consequences as a result of this event. It was also reported that the broken piece was removed from the pt and there was a delay of 2 minutes. It was further reported a replacement blade was available to complete the procedure.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation, it was discarded. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi factorial.